Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be in tact with no lifting or peeling. The "up" and "down" keypad buttons were intermittently responding. The "ok" keypad buttons required excessive force to activate. The keypad was removed and the "up" and "down" key contacts were misaligned. The "up" "down" and "ok" key contacts became inverted when pressed. There was also evidence of keypad adhesive found under all key contacts.

Event description:
The pt reported that the "ok" button was intermittently responding and the symbol was wearing off on the keypad. The rptr denies damage to the keypad or exposure to moisture and cleaning products. The buttons did spring and click back normally.